Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter and eval of sample. We received one empty and used pump for eval and investigation. Visual inspection found the tubing to be partially broken off at the blue male connector of the pump, allowing leakage of the pump. A review of the lot history found no other complaints for the reported lot number. Corrective action is being implemented to reduce the possibility of the broken tubing at this connection. If add'l info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Leakage from the top of pump while filling. It was reported that the technician was squirted in the face with the medication when the pump leaked. Pump was filled in the operating room by surgical technician. No reported injury to technician.